Event description:
This device was used as a back up device. The back up device allegedly would not display the pt's ECG when connected to the pt using a new set of combination electrodes and therapy cable. The pt cable and lead set was connected to the pt and the pt's ECG was displayed and treatment was continued. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.